Event description:
Safe t centesis 6 fr. Cath drainage tray noted to have an air leak in the y connector that connects tubing to drainage bottle - one way valve not working - no vacuum achieved. Trays were pulled off the shelves, reported and returned to cardinal health. Cardinal health stated they had received no other reports of problems with this product. A new shipment was received 6 days later.a second event occurred 9 days after first event. An air leak was again noted when the tubing was connected to the drainage bottle. The physician performing the procedure also noted that the scalpel in the tray was not sharp. Upon investigation, it was found that the new shipment was the same lot # that had previously been pulled and returned to cardinal health. Trays from the affected lot number have been pulled from all units pending further investigation.health professional's inpression:no adverse event reached the patient. The air leak was noted during the procedure and a different set was utilized.====================== manufacturer response for chest tube system, safe t centesis======================states they have received no other reports of problems with the device.